Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. As reported by the cardiac assist territory manager (catm), due to the age of this iabp, the customer has removed it from service for good. No repairs have been made.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had 2 autofill failure alarms, one on (B)(6) and one on (B)(6). The cardiac assist territory manager (catm) that received the call was not sure if it was a clinical reason for the alarm. The catm stated that due to the age of this pump the customer is taking it out of service for good. It had been used as a back-up, and the customer will no longer be using it. This event occurred while the iabp was in use on a patient. No adverse event has been reported.